Event description:
It was reported that the broncho videoscope was fried/melted towards the distal end. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d8, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the use of high-energy instruments without maintaining sufficient distance from the tip of the scope. A definitive root cause could not be identified. The event is detectable and preventable by handling device in accordance with the following IFU. Instructions _ operation manual_ chapter 3 preparation and inspection_ 3.3 inspection of the endoscope instructions _ operation manual_ chapter 4 operation_ 4.3 using endotherapy accessories olympus will continue to monitor the field performance of this device.